Event description:
The sawyer snakebite kit is advertised as "medically proven" to remove snake venom, despite enormous evidence that this device is not only completely "ineffective" at removing venom but may in fact increase the risk of limb amputation by concentrating venom in tissues and creating local tissue necrosis.